Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed lipase result is user error. Customer reported result without proper calculation for dilution factor. The instrument is performing within specifications.

Event description:
A falsely depressed lipase result was obtained on a patient. The result was reported to the physician. The result was immediately questioned within the lab and repeated. A higher result was obtained and reported.